Event description:
It was initially reported that the patient had a subdural hematoma or hydroma and was in critical condition. It was later reported that after the valve had been implanted for a week, the patient presented with nausea, vomiting, and lethargy. The implanted valve was reprogrammed several times but the patient's condition did not improve. The valve remains in the patient.